Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Initially, reactive results may occur with the elecsys hiv duo assay, and re-runs of the respective samples are required to confirm results. No calibration, quality control, or pre-analytical data were available for review, which limited the investigation. The root cause was attributed to the inherent characteristics of the assay, and the customer was advised to carefully follow pre-analytical sample handling procedures and to re-determine initially reactive or borderline samples in duplicate.

Event description:
The initial reporter alleged discrepant results for three patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. For sample ID (B)(6), the first result was 22.3 coi (reactive), and the second result was 0.263 coi (non-reactive). This sample was not rerun due to insufficient sample material. For sample ID (B)(6), the first result was 386 coi (reactive), the second result was 0.243 coi (non-reactive), and a third result was 0.242 coi (non-reactive). For sample ID (B)(6), the first result was 1065 coi (reactive), the second result was 0.241 coi (non-reactive), and a third result was 0.242 coi (non-reactive).